Manufacturer narrative:
As per information provided in the complaint, swabs were collected from the nose and throat and directly added to 3ml magna pure external lysis buffer for inactivation. The method sheet of the product indicates: collect nasal, nasopharyngeal and oropharyngeal specimens according to standard collection technique using flocked or polyester-tipped swabs and immediately place in 3 ml of copan universal transport medium (utm-rt) or bd¿ universal viral transport (uvt). Collect nasal specimens according to standard collection technique using flocked or polyester-tipped swabs and immediately place into cobas® pcr media tube from cobas®pcr media kit. Collect nasal specimens using the cobas®pcr media uniswab sample kit or cobas®pcr media dual swab sample kit according to instructions. There are no inactivation steps in the method sheet. The customer receives sample tubes with 16.5 mm in diameter and the swabs are stored in the sample tube after sample collection and sent within 24 hours to the lab. The vendor information of the collection materials was not provided. Investigation of the two reagent lots: (g12165 and g16463), used by the customer, did not identify a product problem. Based on the available data and information, there is no indication of a product problem. The alleged discrepancy is most likely due to the samples being near or below the lod of the assay. (B)(4).

Manufacturer narrative:
Investigation is ongoing. At the completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. During the validation of the sars-synergy-pooling solution at the customer site in the (B)(6), discrepant results were observed. On (B)(6) 2020, clinical samples were included in the validation run which were previously tested on the cobas 8800 as idt samples. On (B)(6) 2020, the results were reviewed where 3 samples after resolution idt were positive when they were originally called negative in their routine testing. A review of sample growth curves in the provided data did not identify any anomalies. The target CT values generated for the 3 alleged samples are consistent with samples near or below the limit of detection (lod) of the assay. As per table: lod determination using USA-wa1/2020 strain in the method sheet, lod determination where target 1 CT near 35 has a hit rate of less than 38.1%, and target 2 CT near 37.04 have a hit rate of less than 14.3%. Therefore, it is expected for results to waiver between positive and negative. No additional information regarding sample type, collection media, swab, and storage was provided in the case. It was indicated that the sample was collected into magna pure 96 lysis buffer, which the lab is using routinely. The method sheet of the product indicates: collect nasal, nasopharyngeal and oropharyngeal specimens according to standard collection technique using flocked or polyester-tipped swabs and immediately place in 3 ml of copan universal transport medium (utm-rt)or bd¿ universal viral transport (uvt). Collect nasal specimens according to standard collection technique using flocked or polyester-tipped swabs and immediately place into cobas® pcr media tube from cobas®pcr media kit. Collect nasal specimens using the cobas®pcr media uniswab sample kit or cobas®pcr media dual swab sample kit according to instructions. The negative result obtained in the original routine testing were reported out for these 3 alleged samples. No harm indicated. Three (3) individual mdrs, one for each of the reported results, will be submitted based on FDA request.